Manufacturer narrative:
Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: device was cleaned, sanitized and disinfected prior to sending the device for repair. Facility was not aware, noted ¿no¿ as to when the foreign matter adhered on the device. The customer was not able to identify the foreign matter. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the instrument/suction channel with water. Brushed points for instrument/suction channel performed with clean lint ¿free cloths, brushes, sponges. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was reported, during reprocessing, when the brush was inserted through the forceps of the gastrointestinal videoscope, red foreign matter (bright orange) was found on the brush. The diagnostic procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. Correction on field: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured.   The device was returned to olympus for inspection, and the customer's malfunction was confirmed.  Based on the results of the investigation and the information provided, it could not be definitively determined what the orange-colored foreign material was adhered to the cleaning brush and inside the instrument channel (possible fatty acid ester). It is unknown if the steps in reprocessing have been correctly implemented in line with the instruction manual, and if there was physical breakage of the portion with remaining foreign material. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual operation manual¿ chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the following warning. <inspection of the instrument channel> 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. Olympus will continue to monitor field performance for this device.